Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level exceeded the normal range, reaching a high reading without a specific value being provided. In response to the high blood glucose levels, the customer administered a corrective injection via multiple daily injections (mdi) and changed the infusion set and cartridge, resuming insulin delivery.